Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided); cause was unknown. Reportedly, the customer required assistance from partner to treat bg level. No additional information was provided.